Manufacturer narrative:
FDA notified; yes: the initial reporter also notified the FDA on (date) via medwatch # (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the medication from a 3 ml bd disposable syringe with luer-lok¿ tip leaked from the needle/syringe connection during an injection administration. It was stated that this has happened before with this patient and other nurses. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation results: DHR review was performed with the following results. The batch was monitored every hour according to the frequency control at each stage of the manufacturing process, it should be mentioned that the batch produced in the plant is without assembled or attached needle. The lot was inspected according to the current work instruction with satisfactory results for the characteristics required for its approval including functional tests. No sample was received from the client, only the photos received are analyzed and a connection is observed that is not manufactured in the (B)(4) plant. The complaint is unconfirmed because the luer-lok design has a cord around the pivot that allows the needle to be screwed and secured perfectly, is compatible with all bd hypodermic needles, and the photograph that was sent by the client is not similar to those suggested by bd. Conclusion: the device was not used with the right connector. Based on the severity and occurrence a CAPA is not necessary. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.